Event description:
It was reported that the pump history was missing data despite the pump being in use. Customer's blood glucose was 191 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.